Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece being used for a mastectomy case. It was reported that the surgeon was pushing the coag button and the button stayed pressed upon release and continued to activate energy. Another handpiece was used to complete the case. The generator was still in use. There was no surgical delay and no patient harm.